Event description:
It was reported that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. The device was explanted and replaced. No additional adverse patient effects were reported.